Manufacturer narrative:
No product was returned; thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, the customer connected a syringe to the product and attempted to infuse medical fluid to the patient through the product, but could not do it. No patient injury was reported.